Manufacturer narrative:
The device was returned in one piece for evaluation. The device was above elective replacement indicator (eri) upon receipt. The outer helix elongation is consistent with having occurred during procedure. Inner helix shows no anomalies. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. Upon chest x-ray on the following day post procedure, it was found that the right atrial (ra) leadless pacemaker (lp) had dislodged and had migrated to the femoral and iliac vein region. The ralp was retrieved and explanted with no replacement device implanted. Patient condition was stable.